Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced repeated failures to connect the cgm sensor to the ilet after multiple sensor changes, with the sensor appearing to be in use by another device and the user¿s receiver active prior to guidance to power it off and remove it from proximity; troubleshooting included restarting the ilet, verifying bluetooth status, toggling sensors, and re-entering the pairing code, but the sensor did not pair. Symptoms included hyperglycemia with blood glucose reportedly over 400 mg/dl for about 12 hours and a foggy feeling, with high glucose alerts occurring for over 90 minutes. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no need for assistance. Investigation included review of device connectivity behavior and user-guided troubleshooting steps to eliminate interference from other devices and reattempt pairing. Investigation of this case revealed sensor-in-use and bluetooth interference consistent with a cgm system attempting to pair while a receiver was also connected or recently connected, with the ilet pump component functioning but unable to establish cgm communication. It was concluded, based on previously established findings for similar reports, that the cause was user-related interference and connection conflict.